Event description:
On december 11, 2023, the lay user/patient contacted lifescan (lfs) united kingdom, alleging that his onetouch verio flex meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on the alleged meter inaccuracy occurred on (B)(6) 2023. The patient reported obtaining what he felt were inaccurate high blood glucose readings of ¿30.0, 31.0 and 32.0 mmol/l¿ with the subject meter. The patient manages his diabetes with unspecified insulin on a self-adjusting dose based on blood glucose readings. In response to the ¿32.0 mmol/l¿ reading, the patient claimed he took an increased dose of 25 units of insulin then felt symptoms of hypoglycemia. His friend reportedly called an ambulance and the patient received a blood glucose result of ¿1.2 mmol/l¿ on the ambulance meter and was taken to the hospital. The patient recovered after receiving unspecified treatment at the hospital. At the time of troubleshooting, the cca determined that the unit of measure was set correctly on the subject meter. The cca noted the test strip vial was intact and the test strips had been stored correctly and were not expired. The cca noted the patient did not have control solution available to perform a quality control test. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.